Event description:
The customer reported getting a pads ECG failure.

Manufacturer narrative:
The customer reported getting a pads ECG failure. The unit was evaluated at philips and the symptom was verified. The therapy pca was replaced to resolve the issue.